Event description:
The customer reported that the system left monitor was black during case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and hand switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.